Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Approx. 4 weeks postoperative a lateral migration of the second prox. Locking screws was noticed. Patient got pain. Removal of the migrated screw

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x42,5 mm alleged of issue of implant migration could not be confirmed as the x-rays were not provided (though the product was returned for evaluation). The returned locking screw shows only slight traces of use. The threads are in good condition; no significant damage was found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file, some of the possible reasons for screw migration are (but not limited to). Inadequate intraoperative procedure. Screw back out can also be contributed by the patient¿s condition. Inadequate bone quality (osteoporosis) can even lead to insufficient / unsafe screw placement. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Approx. 4 weeks post operative a lateral migration of the second prox. Locking screw was noticed. Patient had pain. The migrated screw was removed.